Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -05.00 diopter, in the patient's right eye (od) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to excessive vaulting. Another icl lens was not implanted. The reporter indicated the cause of the event was unknown.

Manufacturer narrative:
Additional data: device evaluation: lens was returned dry, in a lens case/vial. Visual inspection found the haptic bent. Dimensional inspection found the lens to be within specification. (B)(4).